Manufacturer narrative:
The insulin pump had a compromised force sensor system error alarm during the basic occlusion test due to loose/protruded drive support disk. The device was unable to perform the occlusion, priming and excessive no delivery test due to compromised force sensor system error alarm. The insulin pump passed the self-test, displacement test and all operating currents were within specifications. There was no unexpected low battery or off no power alarm on the device. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's wife reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised they received the alarm while filling the tubing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.